Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (mt22430/(B)(4)) that was being used with the transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart and receiver errors report confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The review of the receiver data log did not confirmed the complaint intermittent antenna icon. The device was determined to be operating within the required specifications without malfunction. A CAPA has been initiated for this issue.